Manufacturer narrative:
Device remains implanted.

Event description:
In 2007, a female with a history of renal failure, diabetes and hypertension was implanted with a gore propaten vascular graft in an a-v access procedure. The patient presented with arterial steal and a banding procedure was performed. In ten months later, a pseudoaneurysm was detected and a stent was placed. Further investigation is pending. Patient diagnosed with arterial steal syndrome.